Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed fluid during the load step. The patient also claimed that the screen was hard to read. The patient did not allege any harm or injury because of the alleged issue. The patient admitted that she was using endostatin (a cancer medication) in the pump. During a site/set change, the patient claimed that the pump pushed all of the drug out of the cartridge during the load step. The alleged issue was not resolved with troubleshooting. The pump was out of warranty. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed fluid out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow up #2 submitted: 12/18/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed multiple "no cartridge detected" warnings recorded in the black box. On testing, a rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and found to be out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.